Event description:
It was reported that even when negative pressure was applied to the syringe during the test, water did not drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. No actions can be taken at this time since a root cause was not identified. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Using returned syringe and 10ml of mbs attempted to inflate catheter. Encountered strong resistance during inflation but was able to inflate catheter. 0ml deflated within 5 mins. Due to strong resistance encountered during inflation catheter was dissected. Inflation notch was perforated properly. Dissected trifurcation site and partial blockage was found along the inflation lumen as the inflation lumen pathway was very narrow and hard to measure. DHR review does not show any problems or suggestions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that even when negative pressure was applied to the syringe during the test, water did not drain.